Manufacturer narrative:
The lot number was not provided; therefore, a search for production-related ncrs could not be performed. The device was not returned to the manufacturer for evaluation; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc. Will issue a supplemental MDR report.

Event description:
It was reported that after onyx liquid embolic agent was injected into the middle meningeal artery (mma) to embolize the vessel, the tip of the microcatheter broke inside the branch of external artery (right mma) during its removal. Additional information has been requested but not received. (Ref uf medwatch report# (B)(4)).